Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Incident date not provided. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sodasorb canister and o-ring were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5lpm. There was no report of patient involvement.